Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the stent abre in a procedure involving the common and external iliac veins, a catheter/handle separation occurred. The catheter handle was deliberately cracked to aid stent deployment, and the stent was successfully deployed in the target location using a workaround. The vessel was post-dilated with a 12mm non-medtronic device. The device was safely removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis visual inspection: the device returned with the handle opened and the stent deployed the clip was secure on the retractable sheath and the pulled wire was not broken and remained connected to the thumbwheel the sent was deployed the blue isolation sheath and the silver retractable sheath were separated. The od of the silver retractable sheath was 0.170 the ID of the blue isolation sheath was 0.108 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.